Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown comprehensive stem; lot#: unknown; item#: unknown, unknown head; lot#: unknown. G2: foreign: canada. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery due to an unknown reason on and unknown date. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.